Manufacturer narrative:
Follow-up #2 date of submission 12/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2013 with the following findings:a review of the black box did not show any errors, alarms, or warnings associated with the complaint. There was no moisture found behind the display lens. The pump powered on appropriately to the verify screen. Visual inspection showed that the battery compartment was intact. There was no evidence of moisture found inside the battery compartment or on the underside of the battery cap. The battery cap was able to tighten securely to the pump. The pump was exercised for 24 hours with no power loss observed. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging complete power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter noted that the pump stopped working after the patient had been on a 3-day rafting trip. There was no damage noted to the pump casing or the keypad. The reporter indicated that there was moisture behind the display and behind the ir window on the back of the pump. The patient reportedly was able to get the pump to power back on with a battery change.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.